Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
The customer's pump shut down unexpectedly on multiple occasions when the pump when below 50% battery life. There was no impact to the customer's blood glucose level. It is reported that the pump is able to turn back on when plugged into a charging station.